Manufacturer narrative:
Investigation results: one cadd solis vip pump (2120) was returned for investigation. No physical damage was found on the device. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
It was reported that the pump exhibited an out of box failure. The pump was under infusing during pre-use testing. There was no patient involvement.